Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a large volume infusor leaked at the site of the regulator. This occurred during infusion of unknown chemotherapy solution. There was no patient injury or adverse event associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured on december 15, 2013 to december 16 , 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.